Event description:
A report was received that a patient was explanted for an unknown reason. No further information can be obtained regarding the explant procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn for evaluation because the whereabouts are unknown.